Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-aug-2019 with the following findings: the pump powered on to the verify screen. The complaint of a blank display issue was not duplicated. Unrelated the complaint, the display was found to be dim, faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program.

Event description:
On 18-apr-2019, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in an inability to use the product which may lead to long term cessation of delivery.